Manufacturer narrative:
This report is submitted on may 24, 2017.

Event description:
Per the clinic, the patient experienced pain and poor performance with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2016. The patient was re-implanted with a new device during the same surgery.